Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change valve was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, higher than expected co2 readings were noted. There was no reported patient injury.